Event description:
Healthcare professional reported through distributor "implant damage", "Capsular Contracture Baker grade I", "implant leakage", and ¿fibrous capsule around the implant¿. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: Rupture.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.